Event description:
It was reported the patient had a lot of problems with the system. The system worked, stopped working, and then worked for a while. The system was then replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v913867, implanted: (B)(6) 2012, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer. (B)(4).